Manufacturer narrative:
According to the customer, uses the products multiple times daily and has done so for years. The reporter purchases them from amazon and typically does not experience issues other than one or two defective gloves in a large box. The most recent box contained multiple sliced gloves. The reporter only has an almost empty box at this point, as 10-20 gloves are used daily while caring for an elderly parent. The reporter did not anticipate needing to ship the box or products. The reporter can do so if required. The reporter was hoping a replacement box could be provided based on the submitted photos. The reporter asked to be advised if returning the product is required for the company to take responsibility, especially considering the hundreds of boxes purchased over the years. The reporter stated that, while willing to complete the necessary steps if absolutely required, there is limited free time due to working two jobs and providing caregiving support at home.there were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, uses the products multiple times daily and has done so for years. The reporter purchases them from amazon and typically does not experience issues other than one or two defective gloves in a large box. The most recent box contained multiple sliced gloves.